Event description:
It was reported that the customer experienced a blood glucose (bg) level of 38 mg/dl. Reportedly, the customer consumed apple juice, soda and snacks to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and that bolus was calculated correctly.